Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone breast augmentation revision with two 350cc mentor smooth round moderate profile saline breast prostheses, suffered right breast implant deflation, post-procedure. The patient self-diagnosed the rupture. As a result, the patient underwent bilateral removal and replacement with two non-mentor saline implants on (B)(6) 2021.

Manufacturer narrative:
On february 21, 2022, the mentor failure analysis lab received the device for evaluation. On march 3, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sal smooth rnd diap 350cc breast implant. Leak testing was performed, according to the mentor procedure, and it identified two tears, tear a on the posterior view within crease/fold measuring 0.4 cm, the tear b on the anterior view measuring approximately 0.8 cm. The evaluation determined that the cause of rupture a is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Microscopic examination was performed on the edges of rupture b, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of rupture b of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.